Event description:
(B)(6) from the (B)(6) hospital says an end user went into the hospital for treatment, (B)(6), and then when she's was there the mother asked the hospital respiratory therapist to check the oxygen tank for transport home and found it was leaking. The employee took off the regulator and was putting it back on the tank and it sparked burning her hand with 2nd degree burns. She was treated in their ER department but not admitted.